Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge alarm 30 during the load process. Reportedly, the customer successfully loaded a new cartridge and resumed insulin delivery. There was no adverse impact to customer's blood glucose level.